Manufacturer narrative:
(B)(4). When reviewing reportable events for patient falling out of the bariair devices, we have been able to find three records (including parent record to this investigation) with that fault descriptions. However, each complaint describes different scenario of the event. There is no trend observed for this failure mode. The product involved in the incident is a bariair therapy system, model number: 405500-cd-r, serial number: (B)(4). The device is part of the arjohuntleigh u.s. Rental fleet and was rented to the customer (B)(6). Bariair bed is a front exit, bariatric therapy system designed to help prevent skin breakdown, while helping to manage risks associated with patient care. The patient placement in the bed as well as exit is being held through a foot entry, in which patients are required to be placed in a standing position to enter and exit the bed. Arjohuntleigh became aware of the incident on 2016-dec-15 after receiving a letter from (B)(6). The actual incident took place in (B)(6) 2015. In the complaint, the information was that the patient was brought to standing position for mobilization reasons, however, became weak and was not able to keep herself in the bed and slipped over the bed edge. Due to the patient's weight the nursing staff was not able to prevent the fall. As a result, the patient sustained an injury - fracture at left thigh. According to a ward manager, the bariair bed did not cause or contribute to the incident. As the incident happened over a year ago, the evaluation of the bed in regards to this event could not be performed. It was possible, however, to provide control checklists for this device with the dates around the date of the event. The checklists indicate that no failure was detected within a device before it was rented and after the event took place. There is no indication of product malfunction, it has been stated that the product was not directly involved with the reported incident. The nursing staff were present assisting the patient when was brought to standing position. Basing on that, it seems that in the described event, the patient's fall was a result of unfortunate coincidence. In summary, the reported incident of patient's fall was a result of unfortunate coincidence. There was no indication of bed malfunction. The bed passed quality control before being delivered to the customer and after end of rental period. Also, it was stated by a ward manager that the bed was not directly involved in the reported incident. Although the device did not fail to meet its specifications, it was being used at the time of the event for a patient treatment and due to this played a role in the incident. This complaint was decided to be reportable due to sustained injuries - fracture to left tight. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Arjohuntleigh received on 2016-dec-15 a letter from (B)(6) regarding an incident with bariair that took place on (B)(6) 2015. According to the provided information from incident description form (idf) "for mobilization reasons the patient was intended to be brought her in standing position. Patient became week and was not able to keep herself in the bed and slipped over the bed's edge. Due to the patients weight of (B)(6), the nursing staff was not able to prevent the patient from falling." The patient sustained an injury - fracture at left thigh. A ward manager stated, that the bariair bed was not caused or contributed to the incident.